Event description:
It was reported that this right atrial (ra) lead had elevated threshold. Moreover, there was no evidence of fracture. This lead remains in service. No adverse patient effects were reported. Additional information received indicating that the lead was surgically abandoned. In addition, during the procedure the physician could not get the lead out and was stuck in the superior vena cava (svc). The physician then referred for laser lead extraction. Furthermore, the lead was successfully explanted same day the lead was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.